Event description:
Additional information received reported the patient was in withdrawal (B)(6) 2010. The patient has not missed any refill appointment. At the refill appointment the pump was interrogated. It was discovered the pump was malfunctioning (details regarding the malfunction not reported). The pump was replaced (B)(6) 2010. At the replacement surgery, 2 ml of fluid was aspirated from the old pump. The pump delivered morphine sulfate. The new pump was working fine and the patient was doing fine. It was noted the patient was prescribed oral percocet to ease pain symptoms. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).